Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During implant it was noted that the device could not be deployed within the allowed number of device partial re-sheaths per IFU due to positioning difficulty and movement. Upon the third attempt to re-sheath the device it was observed that the capsule did not fully close up to the nosecone despite use of the micro adjustment wheel whilst the distal end of the delivery system was in the ascending aorta. It was noted that a gap of 1cm remained. The device was unable to be passed back over the native valve due to the capsule edge catching on the native leaflets. The device and delivery system were both removed and replaced with a new 29mm navitor transcatheter aortic valve and large flexnav delivery system. After one partial re-sheath the device was implanted. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device could not be deployed within the allowed number of device partial re-sheaths per IFU due to positioning difficulty was reported. It was also reported that upon the third attempt to re-sheath the device the capsule did not fully close despite use of the micro adjustment wheel whilst the distal end of the delivery system was in the ascending aorta. A returned device inspection, to rule out any device-related causes, could not be performed as the delivery system was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During implant it was noted that the device could not be deployed within the allowed number of device partial re-sheaths per IFU due to positioning difficulty and movement. Upon the third attempt to re-sheath the device it was observed that the capsule did not fully close up to the nosecone despite use of the micro adjustment wheel whilst the distal end of the delivery system was in the ascending aorta. It was noted that a gap of 1cm remained. The device was unable to be passed back over the native valve due to the capsule edge catching on the native leaflets. The device and delivery system were both removed and replaced with a new 29mm navitor transcatheter aortic valve and large flexnav delivery system. After one partial re-sheath the device was implanted. There were no adverse effects to the patient. The patient status was stable.